Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 6:00 pm, the meter result was 6.5 inr. At 6:03 pm, the meter result was 5.8 inr. At 7:23 pm, the meter result was 6.1 inr. At 7:56 pm, the meter result was 7.6 inr. At 8:44 pm, the meter result was 6.2 inr. Customer's warfarin was held for one day. Customer's therapeutic range is 2.0-3.0 inr. The customer's testing frequency is every two weeks.

Manufacturer narrative:
Occupation is patient/consumer (customer's wife reported). The meter and test strips were requested for investigation. Customer did not have any test strips left to return. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.0 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.